Manufacturer narrative:
The patient reported to philips that the dream station 2 advanced auto CPAP device was power on and previously the water ran out in chamber and nose got burnt. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the initial report, the incorrect adverse event/product problem choice was selected. This follow up report is meant to correct that error, from 'product problem' to 'adverse event/life threatening'.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that the dream station 2 advanced auto CPAP device was power on and previously the water ran out in chamber and nose got burnt. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The patient reported to philips that the dream station 2 advanced auto CPAP device was power on and previously the water ran out in chamber and nose got burnt. The previous report included serious injury for the type of reported complaint, which is incorrect. The following sections were corrected: b1, b2, h1 and health impact grid. This report is being filed to correct this information.

Manufacturer narrative:
The patient reported to philips that the dream station 2 advanced auto CPAP device was power on and previously the water ran out in chamber and nose got burnt. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box e: initial reporter details updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.